Event description:
It was reported during use the syringe 0.3ml 8mm 90 bx 450 mo experienced hub separation from the device. The following information was provided by the initial reporter: the customer stated "5-10% needles are disengaging from where the needle and syringe meet (hub)-breaking apart- happening a lot within the last month."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9224158. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the syringe 0.3ml 8mm 90 bx 450 mo experienced hub separation from the device. The following information was provided by the initial reporter: the customer stated "5-10% needles are disengaging from where the needle and syringe meet (hub)-breaking apart- happening a lot within the last month."